Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Event description:
Patients left hip was revised due to metallosis and ceramic debris. Abc study patient.

Manufacturer narrative:
An event regarding metallosis and ceramic debris involving a secrufit shell was reported. Conclusion: no allegations were made regarding this device as the metallosis is secondary to the reported ceramic debris. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients left hip was revised due to metallosis and ceramic debris. Abc study patient.